Event description:
Customer reports that: "when pressing the reservoir, it would not refill properly. Surgeon believes that there is a flow issue with this valve".

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.